Event description:
Device has been explanted.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on jan 10, 2020 with lot number 1491748. Visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles, crack opening, delamination. Leak test was performed and found opening on posterior, delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify crease smooth opening on posterior. And also identify delamination in the diaphragm valve and crack opening on diaphragm valve. Based on the device analysis the final assessment is: -a crease smooth opening on posterior due to an fold flaw opening. - delamination of the diaphragm valve assessed as adhesive failure. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.